Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of two devices that reportedly malfunctioned during the same procedure. Refer to manufacturer report #3005099803-2009-02223 for details regarding the other device. It was reported to boston scientific corporation that a hydratome rx sphincterotome and an autotome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure, both devices had the same issue. The cut wire broke in the middle and it was charred. The procedure was completed with either another hydratome rx or an autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.